Event description:
The hospital had called for service on their architect c4000 for intermittent water bath temperature errors, which takes the analyzer offline. The temperature of the water bath was adjusted to the appropriate temperature, but the lab department still continued to have intermittent errors.abbott is aware of this issue with the c4000 and has an optional software technical service bulletin to address this problem.abbott has two types of technical services bulletins, mandatory and optional.mandatory upgrades are performed for free by abbott and optional ones are only performed as needed.the software for this known temperature error is being bundled with additional software enhancements and being sold at cost as an upgrade. Per reporter, the MFR provided the following checks to perform (which were performed). A quote for the software upgrade was also provided if the checks did not resolve the issue, which they did not.-temperature detector in water bath-verify and adjust temperature on the ac/dc controller board-verify actual temperature on the water bath controller board-verify or replace the float switch for water bath. If it was installed wrong or put in backwards that will cause fluctuations in temperatures due to a constant change over fresh water.